Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery could not be charged. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 128 mg/dl.